Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty dip switch setting on the control board, the setting was reconfigured to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered up in the incorrect mode and was unable to switch from leads to pads. Complainant indicated that there was no patient involvement in the reported malfunction.